Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a temporary pacing lead was possibly "broken or clipped at the skin". No patient complications have been reported as a result of this event.